Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading 96 mg/dl. The patient was not experiencing any symptoms. The patient and his ex-wife decided to go to the ER (the reason for going to the ER was not specified). At the ER, the patient¿s bg meter reading was 225 mg/dl. The patient was treated and an unspecified IV and was discharged home after approximately 2 hours. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.